Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing and pacing inhibition with no asystole noted. The noise was able to be reproduced with isometrics. A surgical revision was performed and the lead was surgically abandoned and replaced. The physician noted the lead was crushed by the patient's clavicle. No additional adverse patient effects were reported.